Event description:
Boston scientific (bsc) crm received information that this right ventricular dextrus lead was exhibiting high thresholds and loss of capture. Therefore, a revision procedure was performed and the lead was removed from service. The lead was surgically abandoned and will not be returned for testing.